Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was received a no delivery alarm and was hospitalized due to diabetic ketoacidosis. Customer requested a follow up but could not be reached for follow up information.